Manufacturer narrative:
Review of the ticket trending and lot search did not identify an increase in complaint activity related to the complaint issue. The historical performance of reagent lot 46392un19 was evaluated using world wide data showing data within the established limits and no unusual reagent lot performance was identified. In addition, a device history record review was performed, which did not show any potential non-conformances, deviations, or non-conformances. No customer returns were available for evaluation. Labeling was reviewed and found to adequately address the issue under review. No product deficiency is identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated a false positive architect stat troponin-I value of 0.043ng/ml on a patient sample that repeated negative twice when processing on architect i1000sr. The account uses a cutoff of >0.03ng/ml. No impact to patient management reported. No specific patient information was provided.